Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath had been kinked at the distal end of the handle. No other visual anomalies were noted. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported patient air embolism and air leak remains unknown.

Event description:
During the procedure, an air embolism was noted with gas bubbles noted on echo in the left atrium (duration 4 min) at the exit of the sheath despite the heparinized physiological purge and absence of bubbles in the extension. There was electrical myocardial pain (st segment elevation) that lasted about 5 minutes and resolved spontaneously with oxygen therapy. The sheath was exchanged and the procedure was completed. There were no consequences to the patient. An ultrasound was done the next day which revealed no abnormalities. The physician believes the hemostasis valve contributed to the air embolus.